Event description:
It was reported that there was high sensing integrity counts (sic) and non-sustained tachycardia episodes with short intervals; likely due to t-wave oversensing or lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high sensing integrity counts (sic) and non-sustained tachycardia episodes with short intervals; likely due to t-wave oversensing or lead fracture. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was a new onset of high short interval counts (sic). The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - ventricular nst=200 ms on (B)(6) 2011, 10:53:05.